Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bruising event occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced related pain and took oral norco (hydrocodone/acetaminophen). It could not be confirmed whether the pain medication was prescribed for this event or was medication the patient already had from a previous unrelated issue. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.